Event description:
A hospital in (B)(6) reported that the limb of an rt380 adult dual heated evaqua2 breathing circuit had a hole and it appeared that its thin walls were "blown out". This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: only the dryline tube of the complaint rt380 adult breathing circuit was returned to fph in (B)(4) for evaluation. It was visually inspected for the reported damage. Results: visual inspection revealed a hole about 2 cm away from the connector of the returned dryline tube. A lot check revealed no other complaints of this nature for lot number 120127. Conclusion: it was identified that damage to the rt380 dryline tube could have been caused during the manufacturing process, although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported that the limb of an rt380 adult dual heated evaqua2 breathing circuit had a hole and it appeared that its thin walls were "blown out". This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt380 adult dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.